Event description:
It was reported that following a bone salvage knee arthroplasty, x-rays taken identified abnormal alignment of the femoral implants, consistent with implant fracture or loosening. No additional patient consequences, adverse symptoms or medical intervention has been reported. Attempts have been made by the complainant to the surgeon, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant devices - unknown orthopedic salvage system expandable device catalog #: ni lot #: ni. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2022-01527.